Event description:
It was reported that the bed lift had phantom motion due to a malfunctioning hand pendant. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.